Manufacturer narrative:
Name: ypsomed ag country: switzerland street: (B)(6). City: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event in which the adhesive did not adhere to the skin on (B)(6) 2026.